Event description:
Healthcare professional reported the 550 device: "ultrafiltrate (uf) goal achieved...was always inconsistent with the uf goal set. "Health care professional reported pt gained weight during a hemodialysis treatment. It was necessary for the pt to receive an additional treatment to remove the extra fluid. There were no adverse symptoms to report. Health care professional would not provide details concerning this event.